Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comments regarding the radiofrequency head. The head passed all incoming inspections with no anomalies observed. The head was to be returned to the customer. (B)(4).

Event description:
It was reported that there was a device interrogation issue while using the radio frequency (rf) programmer head. The rf head has been returned for repair. No patient complications have been reported as a result of this event.